Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reports for the last month she had been experiencing severe nausea and wanted to know if local representative could meet her at an office that was closer to check and adjust device. The last time her device was programmed was right after the replacement in (B)(6) 2014. She mentioned that it seems like this ins (stimulator) was a little lower than the previous one and it seems like the bottom comes out more and when she sits it seems like it was flipped. The patient reports this has been like way since the replacement in (B)(6) 2014. The patient had no falls or trauma had occurred. She had not yet mentioned to her hcp(healthcare provider). It was reported four days later by the healthcare provider that it was unknown if there¿re was a fifty percent or greater symptom reduction. It was unknown if it was device related and reprogramming was needed. The patient was reprogrammed on (B)(6) 2014. This was her first post-operative visit after a battery change. The healthcare provider had changed her battery on (B)(6) 2014. The healthcare provider had not seen her since (B)(6) 2014. She had not reported any problems to the healthcare provider. A device flip was not confirmed. The healthcare provider sutured it to the fascia. The one time the healthcare provider saw her post-operative they did not detect a flip. It was unknown how the patient was doing. It was reported that the patient had no called to schedule an appointment. The one time they saw her, the patient admitted to drawing fluid off from around the device herself. The healthcare provider discouraged that. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.